Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-mar-2017: quality-safety evaluation of ptc. Company causality comment: a female plaintiff had essure inserted and experienced myasthenia gravis ("myasthenia gravis"), thyroid disorder ("thyroid disorder"), coeliac disease ("celiac disease") and autoimmune disorder ("diagnosed with 5 autoimmune diseases in the span of 12 years") amongst non-serious events. Upon follow-up information, it was stated she had the coils removed (medical device removal). Medical device removal is anticipated according to reference safety information for essure whereas myasthenia gravis, thyroid disorder, coeliac disease and autoimmune disorder are unanticipated. Given the systemic pathophysiology of myasthenia gravis, thyroid disorder, celiac disorder and auto-immune diseases and the local action of essure in fallopian tubes, the causal relationship between essure therapy and the reported events is assessed as unrelated. Considering the exact indication for essure removal was not reported, but the procedure was required, in a conservative approach, a causal relationship between medical device removal and the suspect device cannot be excluded. Therefore, this case was regarded as incident. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain/ pelvic cramping"), medical device removal ("had the coils removed"), autoimmune thyroiditis ("hashimoto's syndrome of thyroid"), sjogren's syndrome ("sjogren's disease"), immune thrombocytopenic purpura ("immunologic thrombocytopenia/ idiopathic thrombocytopenic purpura"), myasthenia gravis ("myasthenia gravis/ neurological conditions or problems (myasthenia gravis)"), thyroid disorder ("thyroid disorder"), coeliac disease ("autoimmune disorder: celiac disease/ gastrointestinal or digestive system condition (celiac's disease)") and autoimmune disorder ("diagnosed with 5 autoimmune diseases in the span of 12 years") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included thymectomy on (B)(6) 2010, hashimoto's thyroiditis, fnaitp, myasthenia gravis, pap smear abnormal, hypothyroidism, celiac disease, endometriosis in 1992, bleeding menstrual heavy, bleeding genital, leukopenia, stress urinary incontinence, cytomegalovirus infection, hepatitis, nausea, cholecystectomy and pap smear abnormal. Concurrent conditions included vaginal discharge, vaginal itching, stress incontinence, female, uterine fibroid, urinary incontinence, implant site erosion, urethral fistula, cystoscopy, micturition disorder, esophagitis, iron deficiency, pancytopenia, knee pain, sweaty, dizziness, shortness of breath, breast pain, swollen lymph nodes, poor sleep, constipation, anorexia and hemorrhoids. Concomitant products included levothyroxine sodium (synthroid) since 2001 for hashimoto's thyroiditis, pyridostigmine bromide (mestinon) since 2010 for myasthenia gravis as well as aripiprazole (abilify) since 2014, chemotherapeutics, desvenlafaxine succinate (pristiq), escitalopram oxalate (lexapro), levothyroxine, omeprazole (prilosec), oxycodone hydrochloride;paracetamol (percocet) since 2012, sertraline hydrochloride (zoloft) since 2005 and simvastatin (zocor). In 2000, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On (B)(6) 2000, the patient had essure (ess205) inserted. On (B)(6) 2002, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2002, the patient experienced depression ("depression"), anxiety ("anxiety") and affective disorder ("significant mood disorder"). On (B)(6) 2003, the patient experienced immune thrombocytopenic purpura (seriousness criteria hospitalization and medically significant). On (B)(6) 2003, the patient experienced allergy to metals ("nickel allergy") and rash ("rash on neck and ears"). On (B)(6) 2004, the patient experienced anaemia ("anemia"). On (B)(6) 2005, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). In 2006, the patient experienced coeliac disease (seriousness criteria hospitalization and medically significant). In 2007, the patient experienced myasthenia gravis (seriousness criterion hospitalization) with fatigue. On (B)(6) 2011, the patient experienced sjogren's syndrome (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced thyroid disorder (seriousness criteria hospitalization and medically significant), autoimmune disorder (seriousness criterion medically significant), general physical health deterioration ("for the past 12 years my health has been severely compromised, chronically ill"), feeling abnormal ("loss of identity, she wasn¿t able to be a wife or nurse in the way she wanted to") and hypersensitivity ("allergic or hypersensitivity reaction"). The patient was treated with anti-d immunoglobulin (winrho), antineoplastic agents, ciclosporin (restasis), rituximab (rituxan) and surgery (partial hysterectomy and bilateral salpingectomy, removal of coils and thymectomy: on (B)(6) 2010). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain had not resolved, the medical device removal, autoimmune thyroiditis, sjogren's syndrome, immune thrombocytopenic purpura, myasthenia gravis, thyroid disorder, coeliac disease, autoimmune disorder, general physical health deterioration, feeling abnormal, depression, hypersensitivity, bladder disorder, urinary tract disorder, migraine, headache, allergy to metals, anxiety, rash, affective disorder, anaemia and vaginal haemorrhage outcome was unknown and the dysmenorrhoea and menorrhagia had resolved. The reporter considered affective disorder, allergy to metals, anaemia, anxiety, autoimmune disorder, autoimmune thyroiditis, bladder disorder, coeliac disease, depression, dysmenorrhoea, feeling abnormal, general physical health deterioration, headache, hypersensitivity, immune thrombocytopenic purpura, medical device removal, menorrhagia, migraine, myasthenia gravis, pelvic pain, rash, sjogren's syndrome, thyroid disorder, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she agreed to become a clinical trial participant on (B)(6) 2000. A legal claim was also received. Multiple illnesses thought to be related to an allergy to the essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2001: results: confirmed that fallopian tubes were both blocked. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, anxiety, depression, abdominal pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 17-jan-2019: plaintiff fact sheet received. Events per pfs: abnormal bleeding (vaginal, menorrhagia). Medical history, concurrent condition and concomitant medication were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("had the coils removed"), myasthenia gravis ("myasthenia gravis"), thyroid disorder ("thyroid disorder"), coeliac disease ("celiac disease") and autoimmune disorder ("diagnosed with 5 autoimmune diseases in the span of 12 years") in a female patient who received essure (ess205). The occurrence of additional non-serious events is detailed below. In (B)(6) 2000, the patient started essure (ess205). On an unknown date, the patient experienced medical device removal (seriousness criteria medically significant and clinically significant/intervention required), myasthenia gravis (seriousness criterion hospitalization) with fatigue, thyroid disorder (seriousness criteria hospitalization and medically significant), coeliac disease (seriousness criteria hospitalization and medically significant), autoimmune disorder (seriousness criterion medically significant), general physical health deterioration ("for the past 12 years my health has been severely compromised, chronically ill"), feeling abnormal ("loss of identity, she wasn't able to be a wife or nurse in the way she wanted to") and depression ("depression"). The patient was treated with chemotherapeutics nos and surgery (removal of coils). Essure (ess205) was withdrawn. At the time of the report, the medical device removal, myasthenia gravis, thyroid disorder, coeliac disease, autoimmune disorder, general physical health deterioration, feeling abnormal and depression outcome was unknown. The reporter considered medical device removal, myasthenia gravis, thyroid disorder, coeliac disease, autoimmune disorder, general physical health deterioration, feeling abnormal and depression to be related to essure (ess205). The reporter commented: she agreed to become a clinical trial participant in (B)(6) 2000. A legal claim was also received. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 17-feb-2017: new event added. Case upgraded to incident. Company causality comment: a female plaintiff had essure inserted and experienced myasthenia gravis ("myasthenia gravis"), thyroid disorder ("thyroid disorder"), coeliac disease ("celiac disease") and autoimmune disorder ("diagnosed with 5 autoimmune diseases in the span of 12 years") amongst non-serious events. Upon follow-up information, it was stated she had the coils removed (medical device removal). Medical device removal is anticipated according to reference safety information for essure whereas myasthenia gravis, thyroid disorder, coeliac disease and autoimmune disorder are unanticipated. Given the systemic pathophysiology of myasthenia gravis, thyroid disorder, celiac disorder and auto-immune diseases and the local action of essure in fallopian tubes, the causal relationship between essure therapy and the reported events is assessed as unrelated. Considering the exact indication for essure removal was not reported, but the procedure was required, in a conservative approach, a causal relationship between medical device removal and the suspect device cannot be excluded. Therefore, this case was regarded as incident. A new product technical analysis is been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain/ pelvic cramping"), medical device removal ("had the coils removed"), autoimmune thyroiditis ("hashimoto's syndrome of thyroid"), sjogren's syndrome ("sjogren's disease"), immune thrombocytopenic purpura ("immunologic thrombocytopenia"), myasthenia gravis ("myasthenia gravis/ neurological conditions or problems (myasthenia gravis)"), thyroid disorder ("thyroid disorder"), coeliac disease ("celiac disease/ gastrointestinal or digestive system condition (celiac's disease)") and autoimmune disorder ("diagnosed with 5 autoimmune diseases in the span of 12 years") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included thymectomy in (B)(6) 2010. Concomitant products included aripiprazole (abilify) since 2014, levothyroxine sodium (synthroid) since 2001, oxycocet (percocet) since 2012, pyridostigmine bromide (mestinon) since 2010 and sertraline (zoloft) since 2005. In october 2000, the patient had essure (ess205) inserted. In (B)(6) 2001, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). In 2002, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("anxiety") and affective disorder ("significant mood disorder"). In (B)(6) 2003, the patient experienced immune thrombocytopenic purpura (seriousness criterion medically significant). In 2005, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). In (B)(6) 2008, the patient experienced coeliac disease (seriousness criteria hospitalization and medically significant). In 2009, the patient experienced myasthenia gravis (seriousness criterion hospitalization) with fatigue. In (B)(6) 2011, the patient experienced sjogren's syndrome (seriousness criterion medically significant). In 2012, the patient experienced migraine ("migraines"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), thyroid disorder (seriousness criteria hospitalization and medically significant), autoimmune disorder (seriousness criterion medically significant), general physical health deterioration ("for the past 12 years my health has been severely compromised, chronically ill"), feeling abnormal ("loss of identity, she wasn¿t able to be a wife or nurse in the way she wanted to"), hypersensitivity ("allergic or hypersensitivity reaction"), headache ("headaches"), allergy to metals ("nickel allergy"), rash ("rash on neck and ears") and anaemia ("anemia"). The patient was treated with antineoplastic agents, surgery (partial hysterectomy and bilateral salpingectomy) and surgery (removal of coils). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain and dysmenorrhoea had not resolved and the medical device removal, autoimmune thyroiditis, sjogren's syndrome, immune thrombocytopenic purpura, myasthenia gravis, thyroid disorder, coeliac disease, autoimmune disorder, general physical health deterioration, feeling abnormal, depression, hypersensitivity, bladder disorder, urinary tract disorder, migraine, headache, allergy to metals, anxiety, rash, affective disorder and anaemia outcome was unknown. The reporter considered affective disorder, allergy to metals, anaemia, anxiety, autoimmune disorder, autoimmune thyroiditis, bladder disorder, coeliac disease, depression, dysmenorrhoea, feeling abnormal, general physical health deterioration, headache, hypersensitivity, immune thrombocytopenic purpura, medical device removal, migraine, myasthenia gravis, pelvic pain, rash, sjogren's syndrome, thyroid disorder and urinary tract disorder to be related to essure (ess205). The reporter commented: she agreed to become a clinical trial participant in (B)(6) 2000. A legal claim was also received. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2001: confirmed that fallopian tubes were both blocked. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received- all relevant medical history, concurrent condition, concomitant medication was added. Events hypersensitivity, autoimmune thyroiditis, immune thrombocytopenic purpura, sjogren's syndrome, bladder disorder, urinary tract disorder, dysmenorrhoea, migraine, headache, allergy to metals, anxiety, rash, affective disorder and anaemia were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.